Event description:
It was reported that the gastrointestinal videoscope showed a b30 communication error. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 2: (B)(6) the device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.